Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomerieux to report a discrepant external control survey organism identification on the vitek 2 gram-negative (gn) identification (ID) test kit. A staphylococcus haemolyticus organism misidentified as staphylococcus warneri. There is no indication or report from the hospital to biomerieux that the discrepant result led to any adverse event related to a patient's state of health. The external control sample was not directly associated with any patient. Culture submittal was requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux internal investigation was conducted due to a misidentification of the strain staphylococcus haemolyticus as the species staphylococcus warneri in association with the vitek® 2 gp ID card. The following test methods were performed using the bp (biologie prospective) bp bac2015/1a sample: sequencing soda (reference method to determine the intended result). Vitek® 2 gp ID card (customer lot and random lot). ID 32 staph strip. Vitek® ms. Results of testing: vitek® 2 gp ID provided results on both lots (customer and random) identification to staphylococcus haemolyticus. Rapid ID 32 strep: staphylococcus haemolyticus. Vitek® ms: staphylococcus haemolyticus. The customer result was not reproduced. Cards are performing as in accordance with specifications.